Manufacturer narrative:
The reported events were stylet difficulty to advance/remove, lead difficulty to advance/remove from catheter, and helix mechanism issue. A complete lead, without a stylet, was returned in one piece for analysis. The reported event of stylet difficulty to advance/remove was confirmed. An x-ray examination found the inner coil being over-torqued at the connector region consistent with procedural damage. The cause of the damaged inner coil is consistent with procedural damage. The reported event of lead difficulty to advance/remove from catheter could not be confirmed. Unable to insert stylet into the lead due to the condition of the inner coil as received. The reported event of helix mechanism issue was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the helix to be clogged with dried blood. After cutting the lead, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix could be extended/retracted, and helix extension length met specification. The cause of helix mechanism issue was isolated to the helix being clogged with dried blood, blood on the inner coil, and over-torqued of the inner coil.

Event description:
It was reported that during the implant procedure, the stylet advanced within the right ventricular (rv) lead with difficulty. Additionally, the stylet was was difficult to remove from the rv lead. Once positioned, the helix of the rv lead was unable to extend. The helix rotation was not tested prior to introduction into the body of the patient. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.